Manufacturer narrative:
The philip¿s fse confirmed the customer¿s reported problem. The blower was replaced to address the issue. The fse performed the required performance verification tests and all passed.

Event description:
The customer reported the ventilator alarmed and displayed blower temperature alarm message. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.